Event description:
Attempted operative vaginal delivery at +2 fetal station, first by vacuum using a medela electric pump connected to a gesco vac-u-nate reusable silicone cup, then, after three cup pop-offs, by forceps. When operative vaginal delivery failed, delivery was performed by c-section. The baby sustained a subgaleal hemorrhage, and died.

Manufacturer narrative:
MFR was first informed of event on 6-2-2006 when plaintiff's lawyer called to request IFU and other information for gesco vac-u-nate cup apparently used during a 2003 delivery resulting in a death. The reusable silicone cup, which was reported returned to service by the hospital after the injury, had also been in use at least since january 2002 (last utmd shipment of vac-u-nate cups to hospital was on 1-11-2002). Lawyer stated that there was no claim of a defective product. One person at the hospital indicated that it had previously filed a medwatch report referencing the medela vacuum pump, but could not be confirmed by another person. The hospital had determined that there was not a problem with the cup. Hospital cannot identify which cup was used, so they are unable to return it to the manufacturer for analysis. A copy of the autopsy was requested, but denied by the hospital due to patient information restrictions. Utmd believes that the serious injury/death event was caused by operator error. Cpd and unengaged or mid-station fetal head (+2 and higher) is included in IFU contraindications.